Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in a.2., a3.a., b.3., b.5., b.6, d6a., d6b., d.10., h.3., and h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The lens was not returned. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 20.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified extended depth of focus lens. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient experienced poor near and distance vision. The iol was exchanged for different model company lens with unspecified diopter 4 months 26 days following the initial implant procedure. The surgeon¿s prognosis was good. The patient issues was resolved. There are two medical device reports associated with this complaint. This report is 2/2.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced severe halos affecting activities of daily living. Clinical reason for explant cannot tolerate halos and waxy vision. The iol was exchanged for another model company lens 18 days following the initial implant procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is second report associated with the one of the eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).